Manufacturer narrative:
Batch review performed on 23 august 2018. Lot 176161: 25 items manufactured and released on 09 february 2018. Expiration date: 2023-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 18 days after the primary surgery. The pathogen is unknown. The surgeon swapped the poly. The surgery was completed successfully.